Event description:
It was reported that this brady lead was explanted due to dislodgement which was confirmed via x-ray. This lead was out of service and replaced. This lead will be returned for evaluation. No additional adverse patient effects were reported.